Event description:
It was reported that the pump shut down unexpectedly. Pump turned on when it was placed on the charging pad and customer was able to resume insulin therapy successfully. Multiple outreach attempts were conducted by tandem technical support to obtain the cause of the shutdown, but no response was obtained. There was no adverse impact on the customer's blood glucose level.